Manufacturer narrative:
Concomitant medical products: 3889-28, interstim urinary mgu lead, implanted: (B)(6) 2014.

Event description:
It was reported by the patient that they were having an issue with one of their lead wires in their new implantable pulse generator (ipg) and their physician had discussed needing to reposition. Follow-up determined that the right ventricular (rv) lead had pulled back a bit. The lead was reprogrammed to increase the pulse width. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.